Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons need to press twice to get insulin display on. Customer blood glucose level was unknown. Customer also stated that the insulin pump had no delivery alert. The insulin pump will not be returned for analysis.